Event description:
Reportedly, after the instrument was fired it could not be removed from the tissue. The procedure was converted to an open procedure in order to remove the instrument and complete the case.